Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the main monitor turns black only when the erbe argon plasma coagulation (apc) was energized. Tac advised the customer to attempt various ac receptacle in the room and to try using separate cables. A follow up was made and the customer was unable to confirm if the issue was resolved. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, because the device was not returned, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.